Event description:
A hydratome sphincterotome was used in an endoscopic retrograde cholangeopancreatography (ercp) procedure on a male pt (weight unk) in 2007. Although the pt's actual age is unk, it was reported that "he was about 70 yrs old". According to the complainant, "during the procedure, the cut wire broke." The physician removed the broken device and completed the procedure with another hydratome sphincterotome. Reportedly, the pt was "fine" following the procedure.

Manufacturer narrative:
The device has not been discarded by the user facility; therefore, a failure analysis is not available. The relationship between the device and the event is undetermined. The lot number was unk. A customer shipment history review revealed three lots (11225396, 11109746, and 11110274) that were shipped to the customer prior to the event. A review of device history record (DHR) for these lots revealed no anomalies. A search of the complaint database did not reveal any add'l complaints recorded for these lots. The nov 2007 15-month jagtome sphincterotome prod family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The hydratome sphincterotome prod family is included in the same trend report as the jagtome prod family since both families utilize the same sphincterotome device.